Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump received a replace battery alert without a low battery alert. The customer¿s blood glucose level was 100 mg/dl. The customer stated the type of battery in use was alkaline. The customer stated that the battery was previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of replace battery alert without a low battery warning. The customer also reported repeated failed battery alerts. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current test and active current test. Unexpected battery power loss not confirmed. (B)(4).